Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010 and results were within the instrument specifications. A bci field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse performed a preventive maintenance (pm). During the pm, the fse found a damaged wash valve stator and a missing o-ring in the lower precision pump. These were corrected as a part of the pm. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 for additional reportable events/occurrences. This reportable event captures patient #2's ckmb results that are related to the previously submitted MDR 2122870-2010-00659.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated creatine kinase - mb (ck-mb) result above the normal reference range generated by the access 2i (lxi) immunoassay system. Upon repeat the results were within the normal reference range. The erroneous result was reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed or connected to this event.